Event description:
The consumer reported the heating pad melted while in use causing second degree burns to her arm. She did not seek medical attention at the time of the initial phone call. Burns of this nature of the result of the consumer placing the heating pad between themselves and an solid object which is contrary to proper use instruction.